Event description:
On (B)(6) 2014, the patient reported the infusion sets have leaked insulin during use. He reported at times the adhesive stays attached to his body but the cannula falls out, and other times the whole infusion set gets wet and pulls away from his skin. He has been sent liquid adhesive and reported this happens more often when he is active and sweating. On (B)(6) 2014, his blood glucose was 200 mg/dl in the morning, 300 mg/dl around lunch, and 410 mg/dl at 4:00 p.m. Despite bolusing. He changed the infusion set, and he noticed the cannula was not in his body and the site was wet. His blood glucose was 91 mg/dl on the morning of the report. He believes the cannula may be too short for his body and reported the issue typically occurs after 3 days of use. The alleged product was discarded and will not be returned for evaluation. He was sent replacement infusion sets with longer cannulas.

Manufacturer narrative:
No samples were returned for investigation; however, the reference samples were visually inspected and tested for flow and leak. All test results were within specifications. Device was not returned to manufacturer.

Manufacturer narrative:
The product was returned for evaluation. The complaint describing a leaky headset cannot be verified. The headset meets product specifications. The returned used samples (three headsets) were visually inspected and tests for flow and tightness were performed. No deviations were found.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.